Event description:
Event: arterial dissection. Case details: the graft was deployed without problems. The final angiogram showed a dissected common right external iliac artery that was treated with a wall graft.